Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the scrub tech removed the device from the package and squeezed the handle to load the first clip. She noticed that the jaws were slow to open, and the clip ejected from the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.